Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned for evaluation, however, the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer commplaint alleges that "laser tracheal tube was inserted and cuff was inflated. It was noted that patient had no co2 level. The balloon was unable to be deflated at this time. The tube was then cut to relieve balloon, balloon was still not able to deflate. The tube was removed by surgeon. Flexible bronchoscope was performed by surgeon. No harm to patient noted."

Manufacturer narrative:
(B)(4). The actual device was returned for investigation. The visual inspection of the returned product showed signs of contamination and discoloration. The inflation line of both control balloons with the 2-way stop cock were cut by customer. The laser tube was returned with a completely detached laser guard foil. Consistency tests were performed with the returned device. The yellow inner balloon and the white outer balloon were inflated via inflation line by a syringe with a dosing needle and did not show any irregularities. Furthermore the consistency of both cut control balloons was also tested and showed no irregularities. A device history record (DHR) review was conducted on lot 16441 and no issues that could have contributed to the reported event were identified. Based on the investigation above, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out including several 100% leakage tests. It is very unlikely that products with such defects left the manufacturing site. The reason for detaching the laser foil of the product is not known and do not have an impact on the inflation/ deflation of the device. (Con't) other remarks: most likely the complaint was caused by improper handling of the device by the customer. The instructions for use (IFU) for this product states "please, check the cuff systems for leak tightness and the laser-protected part (laser-guard foil) for possible damage, peeling, cracks or kinking before use. In the case of leaking cuffs or damaged laser-guard foil, never use the tube".

Event description:
Customer complaint alleges that "laser tracheal tube was inserted and cuff was inflated. It was noted that patient had no co2 level. The balloon was unable to be deflated at this time. The tube was then cut to relieve balloon, balloon was still not able to deflate. The tube was removed by surgeon. Flexible bronchoscope was performed by surgeon. No harm to patient noted."